Event description:
The customer reports that the catheter kit has a 55cm catheter. The actual size of the catheter was 50cm. The issue was identified by the user prior to use. The device was used successfully.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a 50cm catheter when a 55cm should have been provided inside the kit. The customer complaint of incorrect catheter was confirmed through the customer provided photo. The photo showed that a 50cm catheter was provided when a 55cm catheter should have been. A device history review was completed with no relevant findings. The root cause of this complaint is likely packaging related. Therefore, a non-conformance was issued to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the catheter kit has a 55cm catheter. The actual size of the catheter was 50cm. The issue was identified by the user prior to use. The device was used successfully.